Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the needle hub separated from device during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported needle shield difficult to remove and needle hub separates and stays inside of the shield when shield is removed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/17/2020. H.6. Investigation: customer returned (2) loose 3/10dc syringes. Customer states that the needle shield difficult to remove and needle hub separates and stays inside of the shield when shield is removed. Both syringes were examined and both were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that the needle hub separated from device during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported needle shield difficult to remove and needle hub separates and stays inside of the shield when shield is removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from device during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported needle shield difficult to remove and needle hub separates and stays inside of the shield when shield is removed.